Manufacturer narrative:
The returned fielder xt guide wire had its core wire fractured along with stretching and rupturing of the polymer jacket at approximately 142mm from the proximal solder that located at 160mm from the wire tip. From the same spot, the coil wire was found stretched for approximately 8cm. The stretched coil wire remained in one piece and there was a ball tip attached on its distal end. Microscopic observation revealed that helical marks and oblique crack appeared on the core wire shaft, suggesting that accumulated torsion had contributed to the core fracture. The distal segment of the returned fielder xt was twisted and deformed. The polymer jacket was stretched proximally with ruptured end. The core wire was exposed for observation. The distal side of the core fracture showed similar characteristics observed on the proximal side of the core fracture: helical marks and oblique crack on the shaft. Based on the obtained information and investigation outcome, it was presumed that continuous torsion was applied on the guide wire likely while its distal segment was bent as the guide wire was pushed against the severely calcified lesion in an attempt to cross, leading the core wire to become twisted and then fractured. Tensile stress generated with wire removal likely led the coil wire to elongate and the polymer jacket to stretched and eventually torn off. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be completely ruled out that some fragment(s) of damaged polymer jacket might be left in the patient. Instructions for use (IFU) states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, - [malfunction and adverse effects] breakage of the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. The provided picture of the affected device showed that the coil wire had elongated along with stretching and rupturing of the polymer jacket on top. The distal segment of the guide wire was bent at multiple spots; it appeared the segment was three-dimensionally deformed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that continuous torsion was applied on the guide wire likely while its distal segment was bent as the guide wire was pushed against the severely calcified lesion in an attempt to cross, leading the core wire to become fractured. Tensile stress generated with wire removal likely led the coil wire and the polymer jacket to elongate. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, severity of the polymer jacket damage was unable to be identified from the provided photographs. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately tortuous, severely calcified 75-90% stenosis in the right coronary artery. At first, the operator introduced a jr4.0 guiding catheter into the vessel and then tried to go through the lesion with a whisper es guidewire. This attempt was not successful, so the guidewire was removed and changed to the subject fielder xt. Next, the operator went through the lesion but failed to move it to peripheral part of the vessel. The attempt to carry the balloon through the lesion was also unsuccessful due to the lack of adequate support. After that, the fielder xt was removed from the vessel. It turned out that the core was broken with unraveled spring coil. The operator decided to carry on with the procedure - he changed the catheter to al1 and tried to go through the lesion with a pilot 50 guide wire, but this attempt failed too. The next guidewire, pilot 200, was able to cross the lesion, so the balloon angioplasty could be performed. The stent was not implanted due to the risk of insufficient post-dilatation and the deterioration of current patient's condition (the patient suffered from cancer in advanced state). The overall outcome of the procedure was good. The patient is currently in good condition.